Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
Customer medwatch # (B)(4) reports that "while using the carroll tendon passer to pull drain tubig through the incision, the instrument snapped in half. Physician indicates that no undue torque was placed on the instrument. All pieces were retrieved and the wound was inspected by the surgeon. There was no injury to the pt."